Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of an ivc filter, originally placed above the renals due to extensive caval thrombosis, one limb of the filter was extending into the renal vein. Reportedly, the filter was tilted approx 15 degrees, with the apex of the filter resting against the wall of the ivc. One filter limb appeared to be detached and the location was not reported. The filter retrieval was unsuccessful and the filter and detached limb remain implanted. The pt was reported to be asymptomatic. A CT scan subsequently identified a pericardial effusion. Add'l info regarding the relationship of the effusion to the reported event is pending.